Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 235 mg/dl and the sensor glucose was 44 mg/dl at the time of the incident. The customer stated that customer sensor reading were low and threshold was suspending. Sensor glucose value that triggered the suspend event was 44 mg/dl and threshold suspend limit in sensor settings was 65 mg/dl. The sensor will not be returned for analysis.